Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during treatment, the patient has had a reaction to acticoat flex 7 within the first 20 minutes of use. The patient was also using octenilin wound irrigation solution and ucs cloth. The patient required 999 call and anaphylaxis medication after application. The current health status of the patient is unknown.

Manufacturer narrative:
It was reported that, during treatment, the patient has had a reaction to acticoat flex 7 within the first 20 minutes of use. The patient was also using octenilin wound irrigation solution and ucs cloth. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. As no lot number was provided it was not possible to carry out a device history review a complaint history review revealed no similar instances in the last three years. Review of the risk files found the reported issue to be mitigated to the lowest possible level with no updates required at this time. A clinical review concluded that the information provided is insufficient to determine whether the patient¿s symptoms, signs or outcome are due to an unknown allergy to silver, a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. Therefore, the impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Probable root cause is an allergic reaction by the patient to one or more of the components of the dressing or to the other products used during treatment. The users of the reported product are advised to consult the IFU, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during treatment, the patient has had a reaction to acticoat flex 7 within the first 20 minutes of use. The patient was also using octenilin wound irrigation solution and ucs cloth. The patient required 999 call and anaphylaxis medication after application. The nurse stated that the patient is non-compliant and is not elevating the legs as requested. Patient is currently awaiting a vascular doppler on the right leg that shows peripheral vascular disease (pvd). The patient remains on daily dressings. No further complications reported.

Event description:
It was reported that, during treatment, the patient has had a reaction to acticoat flex 7 within the first 20 minutes of use. The patient was also using octenilin wound irrigation solution and ucs cloth. The patient required 999 call and anaphylaxis medication after application. The patient is not elevating the legs as requested and is awaiting a vasc test result. Doppler to the right leg shows pvd. The patient remains on daily dressings.